Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 9611178-2024-00051. Please reference file mrn 3012307300-2024-00695 for all details pertinent to this event.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No damaged or missing components. Functional testing performed. With a known working patient circuit connected to the outlet / sensing port and a calibrated test lung, the device manometer is matching the calibrated test gauge. The customer's problem was not duplicated, and no root cause could be determined. It was recommended that the customer connects the sensing line of the patient circuit to the sensing port. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device interlog was not moving. Customer confirmed the device was not dropped. Patient involvement is unknown.